Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of purulent discharge and pain are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Correction to field b5: describe event or problem. Correction to field b3: date of event. Correction to field h6: patient codes.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain and purulent discharge in the incision. Upon follow-up, the physician did not observe signs of infection but indicated that the patients condition would continue to be monitored. At the six-week post-implant activation appointment, the patient reported an inability to achieve a rigid erection. Despite multiple attempts to inflate the device, the erection remained semi-flaccid. The patient was advised to contact his physician for further evaluation. Still dissatisfied with the results, the patient returned for follow-up. He confirmed that fluid could be transferred to the cylinders, and the physician assessed the device as functional. The patient was encouraged to seek a second opinion. The ipp remains implanted. No further information was provided.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced purulent discharge. Upon follow-up, the physician did not observe signs of infection but indicated that the patients condition would continue to be monitored. At the six-week post-implant activation appointment, the patient reported an inability to achieve a rigid erection. Despite multiple attempts to inflate the device, the erection remained semi-flaccid. The patient was advised to contact his physician for further evaluation. Still dissatisfied with the results, the patient returned for follow-up. He confirmed that fluid could be transferred to the cylinders, and the physician assessed the device as functional. The patient was encouraged to seek a second opinion. The ipp remains implanted. No further information was provided.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of purulent discharge is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of purulent discharge is a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3. Date of event: actual event date was unknown; therefore, first day of bsc aware month was selected.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) stated he was experiencing a pus discharge. The physician contacted the patient and did not believe there were signs of infection but indicated the patient's condition will continue to be monitored. The ipp remains implanted. No further information was provided.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced pain and purulent discharge in the incision. Upon follow-up, the physician did not observe signs of infection but indicated that the patients condition would continue to be monitored. At the six-week post-implant activation appointment, the patient reported an inability to achieve a rigid erection. Despite multiple attempts to inflate the device, the erection remained semi-flaccid. The patient was advised to contact his physician for further evaluation. Still dissatisfied with the results, the patient returned for follow-up. He confirmed that fluid could be transferred to the cylinders, and the physician assessed the device as functional. The patient was encouraged to seek a second opinion. The ipp remains implanted. No further information was provided.

Manufacturer narrative:
D4. Concomitant product UDI for reservoir is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of purulent discharge and pain are known risks associated with implant of these device as indicated in the instructions for use (IFU). Correction to field h7: if remedial act init, type correction to field h9: correction/removal reporting #.